Event description:
Caller states, the patient tested 1.6 inr on the coaguchek system and 4.9 inr on a comparison lab. Coumadin was increased based on device result, however no adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.